Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was reprogrammed; however, the twos post pace issue has not been resolved. The patient is pacer dependant and was not symptomatic; however, the patient's heart rate decreased and went into bradycardia during the oversensing.

Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos) post pace. The lead is scheduled to be reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.